Event description:
The customer contacted physio-control to report that their device does not power on using dc (battery) power. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. After multiple attempts, physio-control has been unable to contact the customer regarding the reported issue. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.